Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number 8 states "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00214 / 1825034-2016-03888).

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately 1 year post-implantation due to issues from the prior revision surgery. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative report noted revision due to recurrent dislocations with instability due in part to metal on metal adverse tissue effects causing loss of gluteus medius/abductor muscle. The cup, hip bearing, and head were removed and replaced.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected and additional information. (B)(4). Concomitant medical products - m2a-38 acetabular cup p/n 15-106058 l/n 969860, biolox delta ceramic head p/n 650-1055 l/n 501300, biolox delta ceramic taper sleeve p/n 650-1068 l/n 281030. Device was not returned so no product evaluation could be conducted; however, the reported event was confirmed through review of medical records. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.